Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was hot to touch while charging. The pump was being used for demonstration purposes and was not being used for insulin therapy. Another pump was used.